Manufacturer narrative:
Date rec¿d by MFR : 11jul2019, date of report : 12jul2019. The manufacturer¿s international service technician confirmed the reported power issue. The service technician replaced the power management printed circuit board assembly, power supply and internal battery to address the reported problem. Parts have not been returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10april2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer reported that the unit does not turn on. Unit does not recognize the power source or the battery. The customer reported there was no patient involvement. Event date not specified, estimate used.